Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set has been found experiencing poor sleeve function and leakage. The following has been provided by the initial reporter: during the sample draw with the wingset, the rubber that covers the needle that goes inside the tube didn't recover, causing a leakage of blood due to the lack of sealing. Immediate action: the professional finished the sample draw even though the needle was leaking, being careful to don't get the patient's arm dirty and himself either.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve recovery/sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.